Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-07324. It was reported that a rotawire tip detachment occurred. A 330cm rotawire was used with a peripheral rotalink plus system. After successful rotablation through a heavily calcified and non tortuous lesion located in the mid ramus circumflex (rcx). The rotalink was removed and it was observed that the tip of the rotawire detached and remained in the patient's vessel. The physician attempted to remove the detached tip with a snare and was unsuccessful. At this time the physician decided to leave the tip inside the patient as the tip is located at the distal end of the vessel and the physician does not expect any problems or limitations of the patient. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the rotablator was received with a guidewire inside the rotablator. It was stuck and was not possible to release it. Approximately 150.5 cm of the rotawire is outside the rotablator; also, the guidewire has the body kinked, the spring tip is stretched, kinked and fractured. The burr was advanced until to touch the spring tip. The device was inspected and the outer diameter of the middle of the device and the outer diameter of the proximal section was found to be within specification. The overall length and the outer diameter of the distal tip could not be measured due to the condition of the device (distal tip fracture and the guidewire was stuck inside the rotablator). The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered user related.. The dfu states ¿it is recommended to exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery.¿ (B)(4).

Event description:
Same case as MDR ID 2134265-2017-07324. It was reported that a rotawire tip detachment occurred. A 330cm rotawire was used with a peripheral rotalink plus system. After successful rotablation through a heavily calcified and non tortuous lesion located in the mid ramus circumflex (rcx). The rotalink was removed and it was observed that the tip of the rotawire detached and remained in the patient¿s vessel. The physician attempted to remove the detached tip with a snare and was unsuccessful. At this time the physician decided to leave the tip inside the patient as the tip is located at the distal end of the vessel and the physician does not expect any problems or limitations of the patient. No further patient complications were reported.